Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. The pediatric patient experienced abdominal pain when the cgm was displaying 19.0 mmol/l. The patient's parent checked a bg finger stick and it was 1.9 mmol/l. The patient's parent gave the patient orange juice to drink to stabilize the blood glucose and no other treatment was required. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.